Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error and replaced the erbe to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform a failure analysis. The erbe was returned and evaluated by the failure analysis team and the reported failure error c-34 was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. On startup, the unit displayed error c-34. Upon visual inspection unit shows to have a silvered-out heat sink and two small scratches to the right-side cover. The scratches were close to the bottom, and one was closer to the bezel, the other closer to the heat sink. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer-reported issue.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, customer encountered repeated c-34 and m-11 errors during monopolar energy activation. The customer received phone assistance from the technical support engineer (tse). A review of the system log confirmed the occurrence of those errors indicating erbe failure. The tse explained that those errors will persist until the erbe was replaced. The procedure was completed with no reported injury.